Event description:
This explant has previously been reported to FDA as per report 6000034-2019-01167.

Manufacturer narrative:
This explant was reported in error and has previously been reported to FDA as per report 6000034-2019-01167. This report is submitted on march 2, 2020.

Manufacturer narrative:
This report is submitted on july 7, 2019.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2019 for an unknown reason. It is unknown if the patient was re-implanted with another device.